Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy, delivered due to high rate time out feature being programmed on. The device remains in use. No further patient complications have been reported as a result of this event.